Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level increased to 482 mg/dl and reported they were experiencing diabetic ketoacidosis. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and manual injections of insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. To resolve the occlusions customer changed the pump supplies and resumed insulin delivery on the pump.